Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose was 170 mg/dl. Troubleshooting was performed. The customer also stated that the keypad's sticker is coming off. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected pump error 4 alarm during testing however, pump error 4 alarm was found in the formatted history file due to a software error. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with missing display window cover and peeling keypad overlay.